Event description:
Customer reported that the screen went black when an illuminated button was not pressed correctly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.